Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.